Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon's patient presented pain in her right hip. After opening her right capsule, he could see a fair amount of metallosis in the femoral/trunion area of the construct. Doi: unknown; dor; (B)(6) 2018; right hip.